Manufacturer narrative:
The product was returned for analysis. Iol received adhered to inside of zip lock bag. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is adhered to the optic, the other haptic is intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. The root cause for the reported complaint could not be determined. The reported iol exchange, may suggest that the replacement lens model was an improved choice for the patient's vision needs. The IFU (instructions for use) states that it is possible to experience very bothersome visual disturbances, significant enough that the patient could request explant of the intraocular lens. Most patients implanted with the company intraocular lens are likely to experience significant loss of contrast sensitivity as compared to monofocal intraocular lens. The reporter states the use of non-company ovd (ophthalmic viscosurgical devices), this is not a qualified ovd (ophthalmic viscosurgical devices). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A registered nurse reported following an intraocular lens (iol) implant procedure, the patient was bothered by shadows around objects. The lens was explanted and replaced with another lens in a secondary procedure. Additional information was received stating patient's symptoms were resolved. Patient was not hospitalized as a result of this event.